Event description:
Customer reported an incident of hyperglycemia requiring hospitalization. Customer alleges the incident was a result of her compact plus system not being available due to errors within device specifications and not having yet received replacement meter. It is noted in the incident that the replacement meter was delivered to the customer's door at 1043 the day of the incident. Return of system requested.